Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 320 mg/dl due to the reported issue. A supply change was performed to address the issue. Additionally, the customer experienced a low bg of 21 mg/dl; cause was unknown. Honey was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.